Manufacturer narrative:
Concomitant medical products: 429878 lead; 5076-52 lead, implanted: (B)(6)2015. Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience inappropriate shocks caused by noise on the right ventricular (rv) lead. It was noted that the lead had oversensing and a confirmed fracture. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. The lead was capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry clinical study. No further patient complications have been reported as a result of this event.